Event description:
It was reported that the patient experienced a burn at the implantable neurostimulator (ins) site while recharging. Specifically, the patient was able to charge their ins normally on (B)(6) 2012. On the following day, the patient noticed that the area around the ins was red and "very sore". The patient stated they did not notice pain or a feeling that was hotter than normal that day while charging. The patient stated that they charge for 2.5 hours. It was also noted that the patient did not experience a change in their therapy stimulation. The patient then visited with their physician where they said "it looked like a burn" and put the patient on a course of high dose antibiotics, twice a day, for 10 days. Follow up information from the patient indicated that the still had concerns regarding their device/therapy but was working with their physician and company representative to resolve the issue. In addition, the patient reported that they had surgery (details not provided) on (B)(6) 2012 but it was unclear how this was related to the event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3998, lot# v592257, implanted: 2011 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743fa, serial# (B)(4), product type programmer, patient, product ID 3708220, serial# (B)(4), implanted: 2011 (B)(6), product type extension, product ID 3708160, serial# (B)(4), implanted: 2011 (B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2011 (B)(6), product type extension. (B)(4).